Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during the procedure, the suture of the footprint ultra pk suture couldn't be fixed by inner plug, therefore, the device had to be removed from the patient. Procedure was finished with s&n backup device in the same bone hole. There was no significant surgical delay and no other complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection found the anchor and suture were not returned with the device. An analysis of the customer provided image found the anchor is not fully seated on the device. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. No containment or corrective actions are recommended at this time.